Event description:
It was reported that during use the cs300 intra-aortic balloon pump ECG signal dropped. There was no patient injury or harm to the patient.

Manufacturer narrative:
Testing of actual/suspected device: a getinge field service engineer (fse) evaluated the iabp, but was unable to reproduce the reported "ECG signal stopped working" issue. The fse did notice that the ECG cables were missing, and notified the customer that the ECG leads were most likely the cause and wrote them a quote to replace them. The customer could not find the ECG leads that were used during the incident. The fse performed a full calibration, and tested the unit. The equipment works to the manufacturer¿s specs, was cleared for clinical use, and was returned to the customer. A supplemental report will be submitted upon completion of our investigation. (B)(6).